Event description:
Patient went to surgery winter 2011 to remove a malfunctioning port-a-cath that was placed in the fall of 2011. The surgeon documented left-sided port-a-cath placed a few weeks ago and the wound was not healed completely giving rise to what appears to be chronic port pocket infection. Not for sure if this was a malfunctioing port or an infected port. Surgeon documented "not responding to antibiotic."